Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed evidence of use in the form of biological material. The trigger was partially engaged, and the first staple was partially formed. The stapler was returned with 24 staples in the cartridge. No defects or anomalies were observed with the device. Functional inspection was performed by attempting to fire staples from the returned stapler. The unfinished trigger cycle was completed, and the partially formed staple was formed and released. The trigger was engaged. Upon full engagement of the trigger, the next staple was formed and released properly. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in. "A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.

Manufacturer narrative:
(B)(4). The device history review for product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.